Manufacturer narrative:
Conclusion: mattress has been removed from service, but as of filing date, resolution of issue has not been decided on by customer.

Event description:
It was reported that there was fluid ingress to the mattress. No pt involvement or adverse consequences were reported.